Event description:
It was reported that during central processing that, the long bipolar grasper instrument had wire showing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the davinci coordinator the reported issue of wire showing was discovered in sterile processing department. There was no patient involvement and the instrument was not used on the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the long bipolar grasper instrument to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have insulation damage on the conductor wire. The internal wires were exposed as a result. The damage was located at the distal end on the bipolar yaw pulley. The damaged insulation material was missing. There was no thermal damage observed. Electrical continuity was tested and passed. The instrument was found to have scratch marks/abrasions on the yaw pulley. The damages measured roughly .026" in length. The complaint regarding wire showing was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the site¿s instrument logs revealed the instrument was last used on (B)(6) 2022 on system (B)(4) with 4 uses remaining. No image or procedure video was provided for review. The probable root cause of damaged conductor wire insulation and/or thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: the instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.